Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Prior instances of the alarm were noted in the alarm history. The patient's blood glucose at the time of call was normal and did not require medical treatment. No further details were provided. The insulin pump was not returned for analysis since the device was out of warranty.